Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor plus therapy. Additional information received from the field representative indicates that the device was turned off with unknown reason; it was then turned back on. This crt-d remains in service. No additional adverse patient effects were reported.